Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professionnal reported "exchange with no complaint against the device". Later healthcare professional reported "malposition of breast with bottoming out." This record is for the left side. Device explanted.